Event description:
It was reported patient's ipg became inoperable due to patient stopped charging the device. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.